Event description:
The manufacturer received information alleging a ventilator was not operating on ac power. There was no report of patient harm or injury. The device was evaluated by the manufacturer's service center. The customer's complaint was confirmed. The device's power supply was replaced to address the issue.